Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via email that upon receiving the arthscp,4/175_30_jl/storz hub a spot was detected, it was cleaned with no success. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that at the moment of receiving optics and checking vision and state, a spot was seen behind the light, it was cleaned with gauze, but it persisted. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation.the complaint device is not being returned, therefore unavailable for a physical evaluation.    Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [24304] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [24304] number, and no non-conformances were identified.